Event description:
The registered nurse reported that the pt became confused, pulled at everything on himself, pulled the catheter dressing off & then pulled at his tesio catheters. The arterial limb snapped open in the middle near the exit site. Approx 1/2 of the catheter remained in the pt & the other 1/2 was in the pt's bed. A visitor to the pt's roommate called for help. The drs nurse practitioner was able to place a surgical clamp on the section of the catheter still in place. The bleeding was controlled & the area cleansed, redressed with a dressing & pink tape over it to include the clamp. The nurse practitioner could not access it easily to clamp it because it broke in two pieces.